Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 10-apr-2020 and 15-oct-2020 recorded the rv pacing impedance initially at 400 ohms rising onto 500 ohms with an abrupt drop onto 350 ohms and a gradual rise onto 400 ohms in the end of the recorded period, with several intermittent drops below 200 ohms. The shock impedances trend curves were acquired between 21-mar-2020 and 15-oct-2020. The rv shock impedance was measured between 240 and 310 ohms. The svc shock impedance was measured between 260 and 310 ohms. Tests performed on 13-oct-2020 measured the rv shock impedance below 200 ohms and the svc shock impedance below 200 ohms. Trend data regarding the observed post cardioversion high threshold was not provided. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 67 months after implantation, the threshold has increased. This occurred after shock delivery (appropriate and successful) on (B)(6) 2020. A revision is being considered.